Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient was stable.

Manufacturer narrative:
Correction: new information received indicated that the serial number was incorrect in this record and this is a duplicate event for model cd2357-40q, (B)(4) which was successfully reported in manufacturer reference number 2938836-2018-09447.